Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) channel. It was noted that it was a known issue that the device was undersensing the patient's atrial fibrillation (af). As a result, there has not been a right atrial automatic threshold (raat) for some time. Additionally, the right ventricular automatic threshold (rvat) was suspended due to the low amplitudes. Technical services (ts) provided troubleshooting actions and reprogramming options. The device remains in use. No adverse patient effects were reported.